Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the type ib endoleak resolved and the patient recovered after the placement of the palmaz stent.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm abdominal aortic aneurysm. Prior to the procedure, it was reported that the patient had a severe anatomical condition with a tortuous and short proximal neck. During the index procedure it was observed that the implanted endurant bifurcated stent graft had a type ia endoleak. The physician elected to implant an endurant 28x28x49 stent graft cuff to treat the type ia endoleak and the procedure was completed. Eleven days later, a follow up CT revealed the endurant 28x28x49 stent graft cuff had a type ia endoleak. Additionally, the follow up CT revealed a type ib endoleak in the endurant ii 16x20x124 stent graft limb. Per the physician, the cause of the bifurcate and cuff type ia endoleak was due to the patient anatomy of a severely tortuous and short proximal neck. Per the physician, the cause of the type ib endoleak was due to severe tortuosity and a short landing zone in the left common iliac artery. No additional clinical sequelae were reported and the patient is fine.